Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. After using the tandem charging cable and wall adapter and leaving it plugged into a working outlet for 30 minutes, the pump began charging, and no further assistance was required.